Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra 2 meter was not powering on. The medical affairs specialist was not able to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred the same day between 8:30-9:00 am. Following the issue, she took her usual dose of diabetes medication (20 units of lantus insulin). The patient mentioned that she developed symptoms of being shaky and treated self with food. At the time of troubleshooting, it was verified that this was not a new product. The patient was using the correct test strips and based on the information provided, there was no misuse of the product. The issue was resolved and the meter turned on when the power button was pressed and also when the test strips was inserted all the way into the meter. This complaint is being reported because the patient alleged that she experienced a symptom, which is suggestive of hypoglycemia after the reported issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.